Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) sometime in 2009. According to the complainant, the patient now experiences pelvic pain and mesh erosion with uterus in-situ, and desires surgical management. Reportedly, the patient is or was intended to undergo a vaginal mesh removal with anterior colporrhaphy and cystoscopy. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the unspecified pinnacle pelvic floor repair kit during a sacrospinous ligament fixation with tvt procedure on (B)(6) 2009. On (B)(6) 2010 the patient was evaluated in the emergency room (specifics unknown) but was not admitted. The evaluation revealed bulging and exposed mesh, and a corrective outpatient surgery was performed (details unknown) on (B)(6) 2010. The post-operative outcome is unknown, but the mesh was explanted on (B)(6) 2013. The patient was last seen on (B)(6) 2013 and was reportedly feeling good.